Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: for event "no image(blackout)": it is not known why the issue occurred. For event "no image (image noise)": it is assumed that the problem was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected by following the instructions for use which state: for event "no image(blackout)": operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic laparoscopic gastrointestinal surgery.

Manufacturer narrative:
Section e1 shortened from: (B)(6) hospital the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope image did not appear. The issue occurred during a therapeutic procedure. The procedure was completed using a similar device without any delay. There were no reports of patient harm.